Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup from the sales rep: the patient was recovering. I believe the patient is expected to have a full recovery. Do not know age, sex, weight. Do not know preexisting conditions. Do not know about patient taking anticoagulants or dvt prophylaxis. It is believed that the tissue was thick. The surgeon felt the staples opened or popped after firing but cannot verify. The tissue may have popped i.e. A cheese wire effect in thick but friable tissue. It would seem the staple line was complete but may not have been all the way across the appendage. The surgeon said he had to manually cut the tissue with a scissors after firing. This may have promoted the bleeding. The surgeon has been using the device for one year. The surgeon has been in serviced. I believe the case was on (B)(6) 2011.

Event description:
It was reported that during a cardio procedure when the surgeon fired across the atrial appendage the device fired correctly; when he observed the staple line it was bleeding profusely across the distal portion of the staple line. The patient was given an unknown quantity of blood products and after the surgery taken to ICU. There was little information at this time; it is not known how the bleeding was controlled. The patient is now stable.